Event description:
It was reported that an extra-large volume intermate had impurity in the tubing. The contamination was a sticky substance. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between february 13-14, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a brown particle on the tubing line. Based on historical data, the particle may be the burnt polyvinyl chloride (pvc) embedded within the material of the pvc tubing line. Embedded particle would not be considered to be in the fluid path. Burnt pvc would be a byproduct of the tubing material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.